Manufacturer narrative:
Additional codes added to section h6 evaluation codes result and conclusion. Device evaluation summary: the following parts were returned to medtronic for failure investigation. 1. Compressor power distribution printed circuit board (pcb) 2. Battery 3. Compressor power controller all parts were visually inspected with no anomalies or damage noted that may have contributed to the event. Additionally there was no visible distortion or damage was observed that may have affected the function of the battery. The compressor power distribution pcb and compressor power controller were attached to the test ventilator. The ventilator was powered up into normal ventilation mode and ran for approximately 24 hours resulting in no errors or alarms during the testing period. The reported event for ¿compressor fails/alarm/vent inop¿ was not duplicated. The analysis determined no fault found as both the com pressor power controller and compressor power distribution boards appeared to function normally. Without the original vent and/or components that may have contributed to the event, a root cause cannot be determined. The battery level indicator showed no bars illuminated when the battery indicator button was pressed. Firmware of the battery was tested and verified to be correct. Using the test ventilator, the battery was inserted into the extended battery receptacle with no led¿s displayed. During power up in service mode, the red battery fault indicator light was triggered with a red ¿!¿ for the extended battery receptacle on the breath delivery unit status display, indicating no charge. The system diagnostic log results showed: ventilator extended battery adc voltage out of range. The system communication log results showed: extended battery failure. At approximately 1 minute later, the system diagnostic cleared with 100% on the status display with the red battery fault indicator and all 5 led¿s illuminating in sequence. After approximately 30 minutes later, ac power was disconnected to determine whether the battery would power up the ventilator or not. As a result, the battery did maintain power with no error message or alarm. Ventilator ran in normal mode with ac power disconnected for approximately 1 hour resulting with no errors or alarms. Once the battery was recharged to 1 00%, the extended self test was performed resulting with all tests passing. Repeated the compressor battery test and passed. The battery was then connected to the bqwizard software for further analysis. With the return compressor power controller and power distribution boards installed and ac power disconnected, the ventilator ran in normal mode for approximately 2 hours, depleting the battery to 5%, resulting with no errors or alarms. Additional finding to the reported event for "battery inop" was not duplicated. The analysis determined that although the red battery fault indicator was triggered the battery was charged to 100% and appeared to maintain power when ac power was disconnected. Bqwizard results showed the battery charge was complete. Although the service engineer replaced the components, upon return and failure investigation, there was no malfunction or product deficiency identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced a battery. As a precaution se replaced a compressor power control printed circuit board (pcb), and a distribution pcb. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a patient was transported to the cath lab (catheterization laboratory) on a 980 ventilator with oxygen and com pressor gas flow. Once the ventilator and the patient were positioned into the room, the compressor failed upon plugging the device back into ac (alternate current) power. The clinician noticed an alert that stated the compressor was in-op (inoperative) and ventilation continued on 100% o2 (oxygen) via a tank (o2, e cylinder). The clinician plugged both air and o2 supply lines into the wall 50 psi (pounds per square inch) outlets, and ventilation continued without incident throughout the procedure. In addition, it was reported that when transporting the patient back to the ICU (intensive care unit), the clinician noticed the compressor was still inoperative and the ventilator was running solely on the o2 tank. During the transport, the clinician felt the o2 tank was draining quite quickly, so they opted to change the o2 tank in the hallway. Once the gas flow was unhooked from the tank, multiple alerts alarmed, at some point the ventilator experienced an inadvertent shutoff (this was noted during a review of the alarm history). Per the clinician, the device ultimately called for an est (extended self-test) in large font across the screen. The patient was removed from the ventilator and a manually resuscitation bag with o2 tank was used to complete the transport. The patient was not harmed or injured as a result of the reported event.